Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during a dwell cycle of her automated peritoneal dialysis therapy. Reportedly, the home patient awoke to the sound of the homechoice machine alarming and discovered that a supply line was not connected to a supply bag. Nothing unusual was noted with any of the home patient's supplies. An assist device was used while making spike/port connections. Baxter's technical service center assisted the home patient in ending the therapy early. The home patient completed therapy with new supplies. No patient injury or medical intervention was associated with this incident per the home patient.